Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation it was noted that the implantable cardiac monitor exhibited post sensed t wave oversensing. It was believed that the oversensing led to inappropriate tachy episodes. No intervention was performed. The patient was in a stable condition and will continue to be monitored.